Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump emitted a call service 088 alarm that went unconfirmed by the patient, leading to the elevated blood glucose level. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not confirming a pump alarm.